Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized for the event on the same day as peritonitis diagnosis. The same day as event diagnosis, the patient was treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued within 3 days) for peritonitis. On an unknown date, the patient was discharged from the hospital. It was reported that the patient was not recovered from the peritonitis. Pd therapy was discontinued. The patient was switched to hemodialysis. Retraining was not done. No additional information is available.